Event description:
It was reported that during a gastric sleeve procedure, the doctor was inserting the trocar in the patient but the universal seal and the duckbill seal jumped out of the trocar. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the affiliate.information anticipated, but unavailable at this time.